Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this implant model, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The device will be returned after its release from the clinic pharmacy. The complaint can be re-opened upon receipt of the concerned device.

Event description:
It was reported that the patient perceived an uncomfortable noise with the device and complained about a pain. Afterwards, the patient no longer had access to sound with the device.

Event description:
It was reported that the patient perceived an uncomfortable noise with the device, and referred pain internally. Afterwards, the patient could no longer have access to sound with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.